Event description:
A malfunction alarm was reported by the customer as occurring during the pumping phase. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy.